Manufacturer narrative:
B3 - date of event unknown. One device was returned for evaluation. Visual test was performed it was found that the downstream occlusion (dso) seal and ac connector were damaged. Functional and occlusion test were performed confirming the customer's reported problem. The root cause for the reported problem was that the motor in the device has more than 12 million revolutions. The motor was replaced. The dso seal and ac connector were also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable.

Event description:
It was reported that the motor maintenance was required on the device. There was unknown patient involvement. Analysis of the device found that the downstream occlusion (dso) seal was damaged.